Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the prostyle device package was opened for flushing, the foot was noted to be partially deployed. The device was not used. The procedure was successfully completed with two additional prostyle devices. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot was partially deployed was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4- lot number. H4: device mfg date.